Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4193, left ventricular lead, 2008 (B)(6); 6940, implantable tachy lead, 2000 (B)(6); (B)(4), bi-ventricular defibrillator, 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a procedure to remove and replace the implantable cardioverter defibrillator (ICD) that had reached normal elective replacement indicator (eri), noise was noticed on the right atrial (ra) lead. The patient also had a history of diaphragmatic stimulation on the left ventricular (lv) lead. The physician decided to remove and replace the ra and lv leads along with the ICD. During the procedure the right atrial (ra) lead dislodged. The ra lead was also removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.